Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button was intermittently responsive. The issue reportedly started a month ago and the patient stated that the down arrow button was getting worse. The patient denied damage to the keypad. It was noted that sometimes the patient wore the pump in a pocket, on a clip or used a leather case. The patient reportedly cleaned the pump using a damp cloth and water. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.